Manufacturer narrative:
(B)(4).

Event description:
Customer reported that during the induction phase of intubation "the green part of the blade broke whilst snapping it to the laryngoscope's handle.". There was no patient injury, but a delay in the intubation procedure was reported. Patient condition reported as "fine".

Event description:
Customer reported that during the induction phase of intubation "the green part of the blade broke whilst snapping it to the laryngoscope's handle.". There was no patient injury, but a delay in the intubation procedure was reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Corrected data: lot # corrected to 1812341. The sample was received and returned to the manufacturing site for evaluation. A device history record review was performed and no relevant findings were identified. The manufacturing site reports that during inspection it was observed that blade's one welding joint was broken. Since the blade was found dismantled during engaging on the handle it was determined it is a manufacturing issue. The manufacturer also reports that the device is inspected prior to release thus it is confirmed that it left the manufacturing facility fully functional. Strength of spot-welded joints cannot be tested for 100% which could lead to the possibility of shipping product with weak spot-welding joint. Based on the investigation performed, the reported complaint was confirmed. The blade was broken into two parts from the welded joints. This is a manufacturing related issue. A non-conformance was opened to address this issue.